Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right external iliac artery. On the first inflation the sterling monorail pta balloon catheter was inflated to 12 atms. The duration of the inflation is unknown. Upon the second inflation, a balloon rupture occurred at 12 atms. The duration of the inflation is also unknown. The sterling monorail pta balloon catheter was removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.